Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was reported to be due to "capsular contracture baker grade iii inflammatory with periprosthetic fluid leakage". This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "capsular contracture (baker grade iii) inflammatory with periprosthetic fluid leakage". Device explanted and replaced. Right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation and cloudy gel and air voids between shell and gel were observed after autoclave cycle. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported "capsular contracture (baker grade iii) inflammatory with periprosthetic fluid leakage". Device explanted and replaced. Right side.